Event description:
The customer reported that smoke was visualized from the left side of the pcu at the iui connector, with a pump module attached. There was no report of any pt involvement or harm. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.